Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the stent was attempted to be placed in the common bile duct, however, the stent would not deploy and the guide catheter stretched. No other damage was noted to the device and no damage was noted to the device prior to use. The procedure was completed with another device; the device used to complete the procedure is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported that the patient was over 18 years old. (B)(4): guide catheter broken. Visual evaluation of the returned complaint device revealed the guide catheter to be stretched and broken in four pieces. The distal end of the guide catheter was noted to be kinked, indicating the suture embedded inside the guide catheter. The suture was found intact and detached from the delivery system. The push catheter and the stent were not returned for evaluation. The noted damages were most likely due to anatomical or procedural factors encountered during the procedure, therefore, the most probable root cause for this event is operational context.